Event description:
The customer reported a battery out limit alarm and high blood glucose levels. The customer's blood glucose reading was 517 mg/dl, and she felt she was going into diabetic ketoacidosis. The paramedics were called, and the customer was taken to the hospital for assistance. The customer later called for troubleshooting. Assisted the customer with the failed battery test and battery out limit alarms. Also assisted in programming the time and date. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.